Manufacturer narrative:
All returned applicators were examinated for fiber tip adhesion. All samples were within normal specification for tip adhesion. The actual problematic swab was not returned. An analysis of production records and equipment did not reveal any root cause. This report is recorded and the appropriate individuals are notified. This is the first claim from several million applicators marketed over three years.

Event description:
The rayon tip of the proctoscopic applicator came off. The physician had to remove the applicator with a biopsy arm.